Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed. The instrument housing was removed and found an instrument bearing dislodged from its expected location. The roll bearing appeared to be dislodged. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, rattling was heard in the "body". The instrument was a tenaculum forceps. It was indicated that a fragment fell into the patient, and it was unknown if it was retrieved. There was no further information available at this time.